Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection revealed bottom case is cracked by l bracket screws and missing one rubber foot and battery. Screw stuck inside stand off in top case. Plunger head is cracked by all screws. During set-up, the problem was duplicated. The root cause of the reported issue was found to be the force sensor cable was damaged in the plunger head. Replaced broken bottom case and force sensor.

Event description:
It was reported that there was a force sensor error, damaged case and main board. No patient injury was reported.